Event description:
On (B)(6) 2013, the reporter contacted animas, alleging tactile change and unresponsive button issues. The up and down arrow buttons are intermittently unresponsive and must be pressed several times and with greater force than previously. The issue began "several months" prior to the complaint and has progressively gotten worse. An issue where pressing the bolus button resulted in scrolling numbers also occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings:a visual inspection of the pump keypad cover revealed that it was intact with no damage or peeling. During testing, all the keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.